Manufacturer narrative:
One i3 unit model#: cm1100 with main unit serial#: (B)(6) and one i3 accessory set were returned. External visual inspections of returned material revealed functional damage to right angle extension cable. A test right ang extension cable was used for performance testing and the unit powered on successfully. The root cause of the reported event was due to a frayed right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
When the peu was powered on the cord at the extension cord connected to the unit sparked and the unit would not turn on. The unit was unplugged and replaced.